Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the suretrak clamp did not operate as designed. A second driver was used without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The clamp was returned to the manufacturer for evaluation. Testing found that the adjustment screw was cross threaded into the clamp arm, resulting in the clamp seizing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.